Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed a possible fracture. There was an oversensing episode noted on the interrogation report. The lead was programmed off and will be abandoned at a later date. No patient complications have been reported as a result of this event.